Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated dexcom g7 pairing failures with the ilet, including a sensor that attempted to pair for approximately one hour, an instance where the dexcom app indicated the sensor code did not exist, and a subsequent scenario where the sensor paired to the dexcom app but did not display data on the ilet until the ilet was restarted and the cgm selection was toggled from g7 to g6 and back, after which glucose readings appeared and the user calibrated due to a fingerstick of 219 mg/dl compared to ilet 138 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education, including re-entry of pairing codes, magnet activation check, sensor replacement, app pairing, device restart, cgm mode toggle, and calibration guidance. Investigation of this case revealed a cgm pairing connectivity issue that was resolved through device and app troubleshooting, with subsequent successful data display and calibration on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was operational interaction between the cgm and ilet that required standard troubleshooting to restore communication.